Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a fragment broke off the force bipolar instrument and fell inside the patient. The customer was able to retrieve the broken piece during the same procedure. The customer also performed an x-ray to ensure nothing was left in the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument fragment was retrieved and sent back with the instrument. No additional surgical procedures were required to remove the fragment. There was no patient injury. The instrument was inspected prior to use with no damage observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis team. The instrument was found to have a broken molded insulator. The damage was located at the grip base. A piece measuring approximately 0.111" x 0.099" was found to be broken and returned with the instrument. The broken piece was replaced and completely covered the broken segment. The returned instrument was also compared to an in-house instrument and no material was found to be missing. There was no damage to the conductor wire. The instrument grips were manually manipulated and passed the electric continuity test on 3 of 3 attempts. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.61" x 0.18" was found to be broken but still attached hanging on by the conductor wire. There was no damage to the conductor wire.